Event description:
Patient to or with pacemaker generator failure for generator change. Zipwire guidewire used by surgeon as a component of the procedure. Guidewire broke off/ fragmented while in patient.